Manufacturer narrative:
There was no patient involvement. The heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k052601). Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate. The service representative was able to confirm the reported issue and traced the failure to a defective stirrer motor. The technician replaced the defective component to resolve the reported malfunction. Subsequent functional verification testing was completed without further issues and the unit was returned to service. A review of the DHR could not identify any deviations or nonconformities relevant to the issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t displayed an error message during maintenance. There was no patient involvement.

Manufacturer narrative:
The affected stirrer motor was requested back at the manufacturer site for a detailed investigation. Results revealed that the stirrer motor had a defective board and a bearing damage. The bearing was found to be rusty. Thus, the stirring mechanism could not rotate freely causing the reported error message.

Event description:
See initial.